Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. A36524) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted-no". The patient's medical history included ache. Previously administered products included for an unreported indication: depo provera. Concomitant products included warfarin sodium (coumadin). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), tooth disorder ("dental probs"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea") and groin pain ("groin pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and abdominal pain had resolved and the menorrhagia, metrorrhagia, rash, skin disorder, hypersensitivity, psychological trauma, alopecia, migraine, headache, fatigue, tooth disorder, vaginal haemorrhage, dysmenorrhoea and groin pain outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fatigue, groin pain, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma, rash, skin disorder, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: as per pfs, discrepancy reported in essure insertion date- (B)(6) 2013 and (B)(6) 2013. Discrepancy noted in essure confirmation test in current pfs: she did not underwent an essure confirmation test but in initial case hsg results were provided as essure device was successfully occluded diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: other. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. A36524) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted-no". The patient's medical history included ache. Previously administered products included for an unreported indication: depo provera. Concomitant products included warfarin sodium (coumadin). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), tooth disorder ("dental probs"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea") and groin pain ("groin pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and abdominal pain had resolved and the menorrhagia, metrorrhagia, rash, skin disorder, hypersensitivity, psychological trauma, alopecia, migraine, headache, fatigue, tooth disorder, vaginal haemorrhage, dysmenorrhoea and groin pain outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fatigue, groin pain, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma, rash, skin disorder, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: as per pfs, discrepancy reported in essure insertion date of (B)(6) 2013 and (B)(6) 2013. Discrepancy noted in essure confirmation test in current pfs: she did not underwent an essure confirmation test but in initial case hsg results were provided as essure device was successfully occluded diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: other. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and vaginal bleeding. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received- new events abnormal bleeding (vaginal), dysmenorrhea,essure confirmation test(s) conducted-no and groin pain were added. Reporter information was added. Medical history, lot number and concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformities data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue") and tooth disorder ("dental probs"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and abdominal pain had resolved and the menorrhagia, metrorrhagia, rash, skin disorder, hypersensitivity, psychological trauma, alopecia, migraine, headache, fatigue and tooth disorder outcome was unknown. The reporter considered abdominal pain, alopecia, fatigue, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma, rash, skin disorder and tooth disorder to be related to essure. The reporter commented: as per pfs, discrepancy reported in essure insertion date- (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: other. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. This case become incident. Event injury was updated to pelvic pain. Following events were added: abdominal pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), rash/skin condition, hypersensitivity, psych injury, hair loss, migraine, headaches, fatigue and dental probs. Lab data was added. Date of explant added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.